Manufacturer narrative:
(B)(4). Batch # u5cf86. Investigation summary: the analysis results found that one ec60a device was returned with the anvil bent upwards and with an gst60t reload not loaded on the device. The reload was received partially fired 1/3 with the reload deck damaged. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection, the surgeon clamped down on tissue and fired the device. It locked out and would not open. The reverse button was tried and it did not work. The surgeon had to cut around the tissue to get it freed. The procedure was delayed by two hours and was completed with a like device with no patient consequences reported.